Event description:
Dealer is stating that the arm lock handles and the arm pads are broken.

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.